Event description:
Pt experienced elevated blood glucose of 477 mg/dl and believed the insulin delivery of the infusion device was inaccurate. Infusion set is changed every 7 days. Target blood glucose is 120-150 mg/dl. Infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.